Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in use for a examination which was completed as planned after multiple restarts. Philips remote service engineer connected remotely and confirmed the reported issue. Review of the log file analysis could not determine the root cause. The fse replaced the wired footswitch which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The wired footswitch was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure, the wired footswitch was not working. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.